Event description:
It was reported that a patient coded when a spectrum iq infusion pump was being switched out in the emergency room. While switching the pumps, they also "faced challenges" and the pump alarmed for air-in-line and the pump was quickly switched to an old pump. The patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.